Event description:
During product preventative maintenance by a baxter service technician, a colleague infusion pump was found unit with battery low alarm. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available

Manufacturer narrative:
(B)(4) evaluation summary: the device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. The cause was determined to be the battery not being charged. To correct the condition, the main battery was replaced. If any additional information is received, a follow up MDR will be sent.